Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -13.5 diopter, into the patient's right (od) eye on (B)(6) 2018. On (B)(6) 2019 the lens was removed and replaced with a tmicl lens. Requests to obtain additional information have not been successful.

Manufacturer narrative:
The lens was returned in liquid, in the lens vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).